Manufacturer narrative:
Insulin pump received with cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the reservoir tube lip and scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has a crack on the screen. Customer stated that there may be a deep scratch. Customer was unsure of how the damaged occurred but thinks it was around three weeks ago from a chair. Blood glucose is 138 mg/dl. Nothing further reported.